Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the enteral feeding pump failed rotor alarm test error. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, "feeding pump failed rotor alarm test error.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.